Event description:
Initially, a customer contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the homechoice (hc) unit. The home patient (hp) and bags were connected at the time of the alarm. The technical service representative (tsr) had the hp cycle the power off/on and system error 2367 occurred. A system error 2367 is an alarm that is due to a previous system error alarm. When this alarm occurs, the homechoice is discontinuing the present therapy. The hc was operational. No patient injury or medical intervention was reported at that time. During a follow up call on (B)(4) 2010, the facility nurse indicated the home patient was admitted to the hospital on (B)(6) 2010 with gastrointestinal issues and peritonitis. The patient is currently hospitalized. During a follow up call on (B)(4) 2010, the facility medical assistant provided the following information: the patient's past medical history is unknown. On (B)(6) 2010, the patient was admitted to the hospital. No information is available regarding the hospitalization, tests, treatments or discharge date of this patient. Pd therapy was discontinued and the patient was placed on hemodialysis (date unknown). The medical assistant indicated the patient was most likely switched to hemodialysis due to the peritonitis. The medical assistant did not know if pd therapy was related to the patient's hospital stay. No additional information is expected.

Manufacturer narrative:
(B)(4). The sample was not returned therefore no evaluation was performed.

Manufacturer narrative:
(B)(4).